Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector that was not properly plugged in. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer's wife reported that the customer had dropped the insulin pump and that it stopped working. She stated that the screen was scratched. The blood glucose reading was 117 mg/dl. Nothing further was reported.